Event description:
It was reported to philips that the pc fan was not running due to a power issue traced to the motherboard on an azurion 7 m20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service identified a fan power issue and planned a replacement. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).